Event description:
Patient reported after injection to the lips with unspecified juvederm they developed 'lumpy, bumpy and hard lips." Patient indicates this "resulted in further treatment to dissolve filter."

Manufacturer narrative:
Medwatch sent to FDA on 10/20/2014. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "lumpy, bumpy and hard lips" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.